Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen and wake button were unresponsive. It was also reported that the pump battery depleting quickly. Additionally the usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported impact to customer's blood glucose level. Customer declined a follow-up from tandem technical support and no further information was obtained.